Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: this report is for an unk - bone staple: speed unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter: (B)(6). Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: this report is being filed after the review of the following journal article: horner, k. Et al. (2022), radiographic evaluation of isolated continuous compression staples for akin osteotomy fixation, the journal of foot & ankle surgery, vol 000, pages 1-5 (colombia) this study¿s purpose is to determine the efficacy of nitinol staples to achieve stable, bony healing in akin osteotomies and examine their clinical outcomes, complications, re-operations, and pain scores. Between january 2018 and february 2020, 90 patients (93 osteotomies) who underwent an akin osteotomy using a nitinol staple (speed staple (depuy synthes, raynham, ma)) over a 2-year period. Of the 90 patients, 78 were female and 12 were male. Mean age at time of surgery was 51.5 +/ 13.2 (range, 19-84) years. The following complications were reported as follows: 3 patients had unplanned return to the operating room. -1 patient kicked a chair 2 months postoperative. X-rays revealed an intra-articular proximal phalanx fracture of the right hallux and loss of fixation of the akin osteotomy with impaction across the area of the osteotomy. This required removal of the memory staple and the surgeon performed an interphalangeal joint fusion. -1 patient developed a postoperative wound with a deep infection. A staple was never put back in following removal 49 days after initial placement. All 3 surgeons agreed that this akin osteotomy had not healed 48 days postoperative. -1 patient had pain associated with the memory staple despite being regarded as completely healed (retrospectively) by all 3 surgeons 171 days postoperative. This case culminated in hardware removal after 7 months. This report is for an unknown synthes speed staple. This is report 1 of 1 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.